Event description:
In 2008, the patient reported that she received an e4 (occlusion) error on her infusion device while trying to perform a bolus. She reported that her blood glucose is elevated to 285 mg/dl. Her normal blood glucose level is 95 mg/dl. She stated that she had surgery on the day before and anticipated elevated blood glucose readings. To troubleshoot, she was instructed to prime through the infusion tubing and to perform a bolus. Each was successful. The patient called back on original date and stated that she continues to have issues with her blood glucose and she is not able to bolus due to e4 errors. She was advised to change her infusion site. She reported that the cannula of the infusion site was bent. She inserted a new infusion site and was able to bolus successfully. Upon follow up four days later, the patient's daughter reported that the patient's blood glucose was "fine" and measured 88 mg/dl in the morning. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.